Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the reported issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning /reprocessing. The event may be detected/prevented by following the instructions for use sections below: chapter 3 preparation and inspection of the gif-ez1500 operation manual. Gif-ez1500 cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Reprocessing survey info: - was the device as cleaned, disinfected, and sterilized before being sent to olympus: yes. - was there a delay in the start of pre-cleaning: no. - were there abnormalities in the accessories used for reprocessing: no. - was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes. - did the customer flush the air/water nozzle / channel with the detergent solution: yes. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that there was foreign matter found within the nozzle due to insufficient cleaning. Additionally, due to a cut on the switch button 2 (sw2), water tightness was lost. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The connecting tube had discoloration. The connecting tube had coating peeling. The connecting tube had a scratch. The plastic distal end cover (c-cover) had a scratch. Adhesives around the light guide (lg) lens had a white-clouded area. Adhesives around objective lens had white-clouded area. The protector of the universal cord on the scope (s)-connector side was damaged. The connecting tube had buckling and discoloration. The universal cord had a scratch. The control unit had discoloration. The control unit was dirty due to water leakage. Due to clogging of the nozzle, water removal ability did not meet the standard value. Adhesive on bending section cover (a-rubber) has white-clouded area. The adhesive on the a-rubber had a crack. Adhesive on a-rubber had a chip. Due to wear of the angle wire, the play of the up/down (u/d) knob was out of the standard value. The scope (s)-connector had discoloration. On the water detection sticker 1c, dots were smudged and connected. Due to a scratch on objective lens, the image had a dark area partially. The image guide protector had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope experienced an air leak from the angle 2 button. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was a foreign object clogging the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.